Manufacturer narrative:
Corrected data: g3, h2.

Event description:
During the atrial fibrillation procedure, an air leak was noted. The device was replaced and the procedure was completed with no adverse consequences to the patient. The sheath was inserted into the heart and when aspirating from the side port of the sheath for flush before insertion of the catheter or septal puncture needle, it was noted that air was aspirated. Aspirating air many times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. Air contamination to the patient has not been confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.